Event description:
Flo-gard 6200 reported to free-flow heparin into a pt after the pt opened the door of the pump and removed the tubing because he was "confused and disoriented and wanted to go home." No pt injury or medical intervention associated with this report.